Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue slim implantable port. It was reported that post the procedure, the port was allegedly not flushed. It was further reported that the patient allegedly experienced a vein sticking out of her chest above the port device. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Th port was not flush in the past three months which was against the instructions for use (IFU). Therefore, investigation is confirmed for reported improper product. However, the investigation is inconclusive for the reported flushing issue as no objective evidence to confirm this was provided for review. The definitive root cause for improper procedure could be due to use related and for flushing issue could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. E1, g3, h6 (device, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent port placement procedure using the powerport clearvue slim implantable port. It was reported that post procedure the port was allegedly not flushed. It was further reported that patient allegedly experienced vein sticking out of her chest above the port device. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.